Event description:
On (B)(6) 2018, our customer, pinnacle plastic surgery called our owner mark rohrer to let him know that a patient might have a scar after being treated by the long pulse yag handpiece on the spectrum/ipl laser. Our service manager was notified and a appointment was scheduled for monday (B)(6) 2019 to investigate the device. The patient will be monitored over the next several weeks.